Manufacturer narrative:
Additional information: g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. Functional testing noted there were no abnormalities with the device. Analysis of the system logs show a system log that ends abruptly with no re-start command of any kind directly after the attachment of an adapter. Battery voltage as recorded in the log just prior to the log ending indicated a battery charge level of greater than 90%. At the next initialization the system clock reset and the battery charge level was reduced to approximately 4% indicating the power had been interrupted due to a fully depleted battery. The logs were empty immediately following the esd error. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Additionally, the investigation detected a unreported condition of an electrostatic discharge (esd) event. Our investigation noted that when the signia system is subjected to an ele ctro static discharge event, it is prone to a latch up condition on the main microprocessor. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic assisted-distal gastrectomy procedure, when the surgeon preparing the device, the handle was removed from the charger and it was noted that the handle had been activated before inserting it into the shell. The adapter was attached, and then the reload was attached with no problem. The surgeon then checked the opening/closing of the jaws and it was performed normally. However, when trying to approach to the tissue, the power was found to be shut down and the device was unable to be used. The event occurred during the procedure but the product was not used for patient. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic assisted-distal gastrectomy procedure, when the surgeon preparing the device, the handle was removed from the charger and it was noted that the handle had been activated before inserting it into the shell. The adapter was attached, and then the reload was attached with no problem. The surgeon then checked the opening/closing of the jaws and it was performed normally. However, when trying to approach to the tissue, the power was found to be shut down and the device was unable to be used. The event occurred during the procedure but the product was not used for patient. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.